Event description:
A site representative reported a vertek arm ii that was loose. No patient present.

Manufacturer narrative:
RMA issued. Investigation found that the starburst on the vertek arm was worn out. Still waiting for vertek arm to be sent back for investigation.